Event description:
Update: paramedics had to come for the low. Incident date is (B)(6) 2022. Pump was used at the time of the incident.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5,h6( hecc,heic) with this report.

Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. No rewind anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6)2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6)2022 listed on smartsolve. Daily total of all insulin delivered = 55.55. Daily total of basal insulin delivered = 23.7. Daily total of bolus insulin delivered = 31.85. (B)(6)2022 08:07:07.000 normal bolus delivered. Normal bolus amount programmed = 3.45. Bolus amount delivered = 3.45. (B)(6)2022 11:31:39.000 normal bolus delivered. Normal bolus amount programmed = 4.85. Bolus amount delivered = 4.85. (B)(6)2022 14:27:26.000 normal bolus delivered. Normal bolus amount programmed = 2.05. Bolus amount delivered = 2.05. (B)(6)2022 15:33:08.000 normal bolus delivered. Normal bolus amount programmed = 2.6. Bolus amount delivered = 2.6. (B)(6)2022 16:43:15.000 normal bolus delivered. Normal bolus amount programmed = 4.5 bolus amount delivered = 4.5 (B)(6)2022 19:19:21.000 normal bolus delivered normal bolus amount programmed = 3 bolus amount delivered = 3. (B)(6)2022 20:19:05.000 normal bolus delivered. Normal bolus amount programmed = 1.15. Bolus amount delivered = 1.15. (B)(6)2022 22:26:47.000 normal bolus delivered. Normal bolus amount programmed = 5.5. Bolus amount delivered = 5.5. (B)(6)2022 22:27:12.000 normal bolus delivered. Normal bolus amount programmed = 3.1. Bolus amount delivered = 3.1. (B)(6)2022 22:49:58.000 normal bolus delivered. Normal bolus amount programmed = 1.65. Bolus amount delivered = 1.65. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. No unexpected loud motor noise during bolus delivery and testing noted. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (40 units). A 20 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. No low reservoir anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6)2022 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs and low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. Loud motor noise during bolus, rewind anomaly and low reservoir anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced with a high blood glucose value of 375mg/dl and suddenly it dropped to hypoglycemia of value 38mg/dl. And also customer was mentioned that loud noise on motor when delivering the insulin. And inconsistent insulin amount left on the reservoir. Customer treated with the paramedic visit. Troubleshooting was performed and found that the customer used the insulin pump within 48 hours of the episode. It was also found that the auto mode feature was inactive at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.